Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00 x 38 synergy drug-eluting stent was selected for use. However, it was noticed that the distal part of the stent strut got damaged. The procedure was completed with a different device. No patient complications nor injuries were reported.